Event description:
The hcp reported that the pt was in the critical care unit of the hosp. The pt was intubated and unconscious. The hcp was unsure if the pt's symptoms were due to the pump. The hcp planned to contact the pt's pump hcp. The pump was used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional info becomes available.